Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was explanted and replaced due to undersensing. Patient tolerated the procedure well and will be followed normally.